Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise oversensing on the atrial lead causing noise reversion and auto mode switch. The atrial lead impedance was stable. The patient was seen in the clinic on (B)(6) 2017. Programming changes were made. The patient would continue to be monitored.